Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of an 800cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced drainage/discharge from the incisional sites of both breasts. During a physical exam with a medical professional, the fluid of the right breast was described as gelatinous drainage while the left was a clear liquid. The right fluid was determined to be serous fluid. As a result, the patient underwent revision of the bilateral breasts for evaluation on (B)(6) 2025. During the exploratory surgery, the patient was discovered to have a ruptured right breast implant with seeping silicone and no problems were observed with the left implant. As a result, the right breast implant was replaced with an 800cc mentor memorygel breast implant without replacement of the left. Wound cultures were taken from both breasts to rule out any impending infections. Culture results indicated there was bacterial growth of the left sample without growth from the right. This report is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).